Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 16, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 170, 25). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 170 - manufacturing process problem identified. Investigation conclusions: 25 - cause traced to manufacturing. The returned sample was inspected upon receipt to confirm a blockage in the pigtail line. Upon closer inspection, there was excessive bonding agent in the arterial pigtail bond. A representative retention sample was reviewed to show no blockage and normal amounts of bonding agent on the arterial pigtail. The cause of this event was a workmanship error when bonding the arterial pigtail into the oxygenator housing. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the manifold line in the oxygenator was clog. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).